Manufacturer narrative:
The user reported discrepancies between cgm and bgm readings. The case was previously escalated to the next level of support, and re-link troubleshooting steps were provided. However, the user did not respond to two voicemail messages, and a follow-up email was sent. A review of the dms data confirmed that the user has not been using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.